Event description:
This is filed to report single leaflet device attachment, recurrent mitral regurgitation and heart failure it was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One xtr was implanted, reducing mr to a grade of 1. On (B)(6) 2022, the patient returned to the hospital due to heart failure symptoms. Echocardiography was performed and showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported incomplete coaptation (slda) could not be determined. The reported recurrent mitral regurgitation (mr) and heart failure appear to be cascading events of the slda. Mr and heart failure are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.